Manufacturer narrative:
Zimmer biomet complaint (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00859, 0001825034-2018-00858, 0001825024-2018-00856. Concomitant medical products: item 195205 ¿ lot 087900 - vgxp intlk fmrl rt 65, item 195758 ¿ lot 481920 - vgxp xp inlk pri tib tray 79mm, item 195856 ¿ lot 538610 - vgxp xp e1 tib brg rm 9x79. No product was returned; visual and dimensional evaluations could not be performed. No devices were received; therefore the condition of the components is unknown. Review of the device history records for all the reported devices were identified with no deviations or anomalies . The reported devices are used for treatment. The reported components were reviewed for compatibility with no issues noted. A complaint history review determined no further action is required as no trends were identified. Review of the medical records indicates that the surgeon noted no complications during surgery. Surgical notes were not provided it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Without the opportunity to examine the complaint product, root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Updated january 29, 2018. Patient satisfaction scores are being added. At 6 month follow-up patient was somewhat satisfied; at one year follow-up patient was somewhat satisfied; at two-year follow-up patient was not satisfied. It was reported patient underwent total knee replacement for right knee on (B)(6) 2014. After 3 months patient reported to having problems walking, problems washing/dressing, problems performing usual activities, moderate pain, severe pain, moderate trouble washing/dressing, moderate trouble getting in or out of car, around house only before pain on walking, very painful to stand up, limping all of the time, impossible to kneel, pain in bed nightly, greatly interfered with usual work, moderately difficult to shop and to walk down stairs. About 6 months it was reported problems walking, problems washing/dressing, unable to perform usual activities, moderate pain, severe pain, extreme trouble washing/dressing, extreme trouble getting in or out of car, severe pain on walking, very painful to stand up, limping most of the time, impossible to kneel, pain in bed nightly, totally interfered with usual work, impossible to shop and to walk down stairs. It was reported sever anterior pain. After 1 year patient reported problems walking, problems washing/dressing, unable to perform usual activities, moderate pain, moderate trouble getting in or out of car, severe pain on walking 5-15 minutes, moderately painful to stand up, limping all of the time, extremely difficult to kneel, pain in bed nightly, greatly interfered with usual work, moderately difficult to shop and to walk down stairs. After 2 years patient reported problems walking, problems washing/dressing, unable to perform usual activities, severe pain, moderate trouble washing/dressing, moderate trouble getting in or out of car, very painful to stand up, limping most of the time, extremely difficult to kneel, pain in bed most night, greatly interfered with usual work, moderately difficult to walk down stairs.